Event description:
It was reported that it was not possible to boot the subject programmer. An investigation is required. Booimpossible to boot up.

Event description:
It was reported that it was not possible to boot the subject programmer. An investigation is required.

Manufacturer narrative:
In-depth investigations were performed and confirmed the link between the reported issue and the observed polluted connectors found on the central processor unit board.

Event description:
It was reported that it was not possible to boot the subject programmer. An investigation is required.